Event description:
It was reported that there was a separation between the main body and the twist clamp (sleeve) of a minicap extended life pd transfer set. This was described as ¿the on/off button of the transfer set that provides fluid flow has come loose (get out of place)¿. The home patient was unable to close it and tied a knot to prevent fluid flow. This was identified during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event however, the patient was given prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a video of the sample was provided for evaluation. A review of the video showed a separation between the twist clamp and main body. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.